Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Colectomy - "patient had lap appendectomy done on (B)(6) 2015. Patient then had a second lap procedure - a coloctomy - done. During this procedure surgeon discovered a plastic bead. Since the original procedure was done in (B)(6) the product lot number is not known. The bead will be returned for analysis. Please send a box-in-a-box to (B)(6) (detail as above) note: although this incident occurred at (B)(6), the products are ordered through the east kent hospitals account ((B)(6))." Patient status- fine after both procedures.

Manufacturer narrative:
Investigation summary: a bead, clamp and snap ring were returned for evaluation. Upon inspection, it was found that the clamp was cracked. The bead showed no visible non-conformances. No functional tests were performed on the returned unit due to its condition. Engineering tested representative samples and was unable to replicate the customer's experience. The root cause remains unknown as engineering was unable to replicate the customer's experience. Applied medical actively monitors its vigilance system for trends and will take appropriate actions in order to continue providing our customers the highest quality products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.